Manufacturer narrative:
The reported event of guidewire failure to advance was confirmed. Final analysis found the complete lead was returned in one piece measuring 86.1 cm. The guidewire could not be fully inserted into the lead. The lead was blocked at 78.5 cm from the connector pin. The lead was cut at 78.5 cm from the connector pin to verify the inner coil. Dried blood was found inside the inner coil in this region. The cause of the reported event was isolated to the inner coil being clogged with dried blood. The lead was otherwise normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the physician was unable to insert the guide wire into the left ventricular lead after multiple attempts. The wire became stuck and its shape was damaged from the attempted insertion. After the left ventricular lead was replaced, the procedure was completed without further incident. There were no reported adverse consequences to the patient and the patient was discharged from the hospital.